Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a left inguinal hernia repair procedure on (B)(6) 2014 and the mesh was implanted. Three days after the surgery, the patient was discharged. In (B)(6) 2016, the patient developed an exudation from original inguinal incision and returned back to the hospital for treatment. The examination revealed a non-purulent liquid flow sinus. The debridement was performed and sinus was found very deep and may touch the mesh. As reported, it took around one month to change a dressing for treatment, however it was still incurable. On (B)(6) 2016, the surgeon suggested the patient to take out the mesh. The doctor opines that unlike a general infection, the patient was discharged normally from the primary surgery and the sinus occurred two years after the procedure. The doctor also commented that there is no red, swelling, heat, pain or inflammatory appearance; the exudation is tissue fluid and non-purulent. The sinus is deep and it seems to be touching the mesh area during the examination. No further information is available.